Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. D6a - unk . (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -8.5/1.0/064 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - lens was exchanged with longer length lens. Problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Initial and supplemental MDR are n/a. Claim# (B)(4).